Event description:
This is a report of a colleague infusion pump with a damaged battery issue, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. Patient involvement was not reported. No patient injury or medical intervention occurred. The software version is not currently known. No additional information is available.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. The root cause investigation is in progress through (B)(4). Device evaluation: the reported condition of a colleague infusion pump with damaged battery issue was confirmed during product evaluation in the pump's event history. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition.